Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 73.9°f. In addition, the rate of temperature rise was above threshold at 6.4°f/sec. Initial diagnosis indicated that the rear motor bearing was worn and the collet was corroded. In addition, the ground pin shroud was chipped. The device was sent to engineering to determine the reason for overheating. The motor/collet assembly was also thermally tested by engineering. The motor/collet assembly exhibited overheating by both test sets although the motor ran smoothly for the 5 minute duration of the test. When the collet was removed, the motor ran continuously without any overheating, but some minor bearing noise. When the collet was removed and disassembled, a significant accumulation of bio-debris was observed. The suspected dominant cause of the overheating in the region of the collet would be attributed to elevated friction from the ingress of the bio-debris. Also, the likely cause of overheating was determined to be inadequate preventative maintenance, as records indicated the device exceeded maximum service life. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 37 months with no record of factory service during this period. We will continue to monitor this complaint type for trends.

Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise of the motor was measured to be 73.9°f. In addition, the rate of temperature rise was above threshold at 6.4°f/sec. Initial diagnosis indicated that the rear motor bearing was worn and the collet was corroded. In addition, the ground pin shroud was chipped. The likely cause of overheating was determined to be inadequate preventative maintenance, as records indicated the device exceeded maximum service life. Multiple warnings are included in the ipc user manual including: heavy side loads and/or long operating periods may cause the device to overheat. Do not use an overheated device, as it may cause thermal injury to the patient or operator. Use adequate irrigation. The use of tool without irrigation may cause an inordinate amount of heat buildup resulting in a thermal injury to tissue. Depending on the amount of irrigation used the drill bits and saw blades can achieve temperatures in excess of 50°c. Do not attempt to change a dissecting tool, saw blade, or attachment while the motor is running, or when the motor or attachment is in an overheated state. Smoke and/or excessive heat may be generated if attachment is not in the fully locked position. This may result in thermal injury to the surgeon or staff. The preventive main tenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. Device has been in use for approximately 37 months with no record of factory service during this period. We will continue to monitor this complaint type for trends. (B)(4).

Event description:
Repair request initiated for device with the report of overheating and vibrating. No patient impact reported. Repair request escalated to a product event based on reason for return. On follow up it was confirmed there was no impact to the patient or staff. The device issue occurred during the procedure, and did cause a delay, but a back-up device was used. It was confirmed there were no additional actions taken due to the device issue.